Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) dialed into the server and verified that the order had successfully crossed and was subsequently canceled. An email was sent to pharmacist, who later responded and granted approval to close the case. The system functioned as intended after the technical support specialist (tss) investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, orders were not crossing over and unable to pull medication. However, there were no delays or adverse events or injuries reported based on this event.